Manufacturer narrative:
Other, other text: the device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, adevice evaluation is anticipated. When the device is evaluated or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the rad-97 "spo2 readings high and turns off intermittently. Different cables and probes tried and test setup cross referenced against 2 other rad-97s. Unit...definitely has an internal spo2 fault." Per additional information from the customer, the device displays "sensor off patient," and the spo2 readings were higher than simulated values. There was no patient impact or consequence reported.